Event description:
In 2006, the lay reporter, the lay patient's daughter, contacted lifescan (lfs) alleging that the lay patient's one touch ultra meter displayed the error 2 message. The medical affairs specialist (mas) spoke with the daughter in 2006 to obtain/verify the following information: the patietn receives novolin r and nph insulin twice a day per sliding scale based on her blood glucose meter readings. "In mid-april", the daughter said she had been unable to obtain a reading on the reported meter for "at least a couple days;" the meter displayed the error 2 message. The daughter attempted testing with new test strips and continued to receive the error 2 message. The patient was given her usual insulin dosages during the time a result could not be obtained. The patient became confused during this time. She pushed the wrong button on her recliner chair remote control; the chair lifted her and she fell to the floor. The patient's caregiver called ems. The patient was taken to the hospital ER where a blood glucose result of > 600 mg/dl was obtained and the patient was diagnosed with a fractured nose. She was admitted to the hospital for treatment of hyperglycemia and then to rehabilitation facility. The patient was discharged to home after two weeks. The customer service agent (csa) was unable to complete troubleshooting during the initial call because the daughter needed to end the call to attend to the patient. The mas replaced the meter and test strips. The complaint is reported because the patient experienced hyperglycemia requiring hospitalization after she was unable to obtain a result on the reported product.